Event description:
It was reported that the customer experienced an elevated blood glucose level leading to large ketones and necessitating a visit to the ER. Cause was not known. The patient's pump was restarted on wednesday night, and the system reportedly functioned correctly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.